Manufacturer narrative:
Device analysis report attached. This report is submitted on april 27, 2023.

Event description:
Per the clini,c the device was explanted on (B)(6) 2023, due to electrode migration out of cochlea. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 14, 2023.